Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-discharge check it was noted that impedance, sensing and threshold measurements for the right ventricular (rv) lead had changed. An x-ray was taken which showed that the rv lead had dislodged. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.